Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the cause of the pump pocket seroma and catheter revision was not determined. The patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving compounded baclofen (754.0 mcg/ml at 350.07 mcg/day) via an implanted pump. The indication for use was intractable spasticity. It was reported during a post-op visit on (B)(6) 2017, the patient's father reported the patient's noncompliance with post-op care in attempting to walk without assistance, resulting in multiple falls and "landing on his fresh pump pocket incision resulting in swelling and drainage." The patient was examined on this day and there was a large area of superficial erythema involving the entire pump pocket area and right lower flank. The seroma was evacuated and yielded 114cc of serosanguinous fluid. Laboratory testing was performed and oxacillin sensitive staph aureus growth was noted from the pump pocket aspirate. The patient was prescribed oral antibiotics including keflex and levaquin. The patient's pump was removed and not replaced on (B)(6) 2017 with the patient being treated with IV antibiotics for 4 weeks per infectious disease consult. Laboratory testing was done and the patient's white blood count was 5.4. The event resulted in an in-patient or prolonged hospitalization. The event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8703w lot# l43686 serial# implanted: (B)(6)1997 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient had their pump removed and their catheter revised on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.